Event description:
Upon hearing the alarm on the IV pump, the rn opened the channel door and noted a large "bubble" at the top of the tubing. The tubing and pump were both replaced and the infusion was continued.what was the original intended procedure?intravenous heparin infusion.